Event description:
It was reported the patient ((B)(6)) was brought to the clinic by paramedics stating her ipg would not turn off. The patient was unable to establish communication between the ipg and patient programmer. A different patient programmer was tried to no avail. In addition, the patient experienced shocking sensations at the ipg site describing them as random, massive surges of stimulation. The magnet was able to successfully turn off stimulation. The patient stated she has always felt small electric shocking sensations at the ipg site describing them as random, massive surges of stimulation. The magnet was able to successfully turn off stimulation. The patient stated she has always felt small electric shocking sensations at the ipg site since implant; however, she noticed the sensations had become unmanageable following a turbulent airplane landing (date unknown). Follow up information revealed the patient had experienced four epileptic seizures following the scs implant procedure (the patient had experienced one epileptic seizure prior to implant, but had been medically cleared for the procedure). No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.